Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver displaying "???" For a short amount of time leading to the patient missing a hypoglycemic event. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Patient's husband found the patient unconscious on the floor and was unable to wake her up. The patient's husband called the paramedics the same night, and upon arrival the patient's blood glucose levels read below 20 mg/dl. Paramedics administered two glucagon tablets to the patient until she was conscious again, then the patient was transported via ambulance to the hospital. The patient received glucose intravenously and remained in the hospital for two days. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). No product or data were returned for investigation, therefore the reported event cannot be confirmed. A definitive root cause cannot be determined. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.